Event description:
Rptr received implants for augmentation in 1977. Left implant became infected and started leaking so dr redid it. Rptr had to get their first mamography last april 1996 and because of that, the left implant ruptured. Rptr saw a new plastic surgeon and he can replace it, but rptr doesn't have the money to do it.